Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead and associated device displayed high pace impedance of greater than 2000 ohms. The impedance had gradually risen over the past eight years. The system will continue to be monitored. There were no adverse patient effects reported.